Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while performing a safety test on the external pulse generator (epg), the atrial lead output was found to be ou t-of-specification. There was no patient involvement.